Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 39 mg/dl. Reportedly, the cause of the low bg's were due to stress, activity and user error. The customer reported she often makes careless mistakes and wasn't able to confirm if use error contributed to low bg levels. The customer consumed food to address impacted bg levels.